Manufacturer narrative:
An event regarding infection and altr (corrosion) involving a metal head was reported. The event for infection could not be confirmed. The event for corrosion products was confirmed from the material analysis report.. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The proximal surface associated with the v40 head is shown in figure 3. Imaging of the trunnion of the v40 head is displayed in figure 4 with illustrations of the location of fretting. The material analysis concluded that: fretting was observed on the surface of the trunnion. Eds analysis of the trunnion surface indicated the base material, which was consistent with the specification requirements, and corrosion product, likely from interactions with the cocr head. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However, the material analysis report concluded that: no material or manufacturing defects were observed on the surfaces examined. Additional information, including operative reports, pathology reports, x-rays are needed to fully investigate the event. If further information becomes available , this investigation will be re-opened.

Event description:
It was reported that the patient has been complaining of constant hip pain. The surgeon went in to revise her hip for infection. Once inside, he found incidence of alval, fretting and corrosion.

Event description:
It was reported that the patient has been complaining of constant hip pain. The surgeon went in to revise her hip for infection. Once inside, he found incidence of alval, fretting and corrosion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.